Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a few days after the device was used in a procedure, the patient had a leak. There was no issue during the case, donuts were intact and the leak test was satisfactory.